Event description:
It was reported that this right ventricular lead was surgically abandoned due to a switching of site of the involved pacemaker caused by an occluded blood vessel. A new lead with a different model was placed. No additional adverse patient effects were reported.